Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Exemption number e2019001. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, and due to the limited information available, a cause for the death cannot be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. Daniel kalbacher, a. Daubmann, e. Tigges, et al, impact of pre- and post-procedural renal dysfunction on long-term outcomes in patients undergoing mitraclip implantation: a retrospective analysis from two german high-volume centres, international journal of cardiology, https://doi.org/10.10.1016/j.ijcard.2019.09.027na.

Event description:
This is filed for death. This event was captured based on literature review of the article: "impact of pre- and post-procedural renal dysfunction on long-term outcomes in patients undergoing mitraclip implantation: a retrospective analysis from two german high-volume centres", that identified the mitraclip device may be related to: death.